Manufacturer narrative:
Conclusion: vessel spasm is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The info in this report was collected during the review of stroke cases for the penumbra (B)(4). The info available regarding these events is limited to the procedural reports provided by the hospital.

Event description:
On (B)(6) 2010, the pt presented to the hospital with left sided hemiparesis, and nihss of 23 and mrs of 5. Prior to use of the penumbra system, 60 mg of IV tpa were administered. The study device was used on the target vessel, right m1. Following intervention with the penumbra system, 20 mg of ia tpa were administered to treat residual m2 occlusion. On (B)(6) 2010 vasospasms occurred with probable relationship to both the study device and the angiographic procedure. They were reported as mild in severity and resolved with remedial therapy.